Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device could not be powered on via the on/off button. The fault was attributed to the presence of multiple insects within the device, which were observed across the membrane tail, resulting in membrane failure. The insects had likely entered the device via the speaker housing, as evidenced by the hole in the speaker sealant and the insects adjacent to the speaker. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The distributor contacted heartsine to report that the device was failing to power on. Failure to power on device may prevent or delay defibrillation, which could cause an adverse event. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
Failure to power on device may prevent or delay defibrillation, which could cause an adverse event. No patient involvement.